Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. No malfunction was reported. The ams800 device was visually and microscopically examined. No leaks were found. The pump and cuff performed within specifications. The balloon was not functionally tested as original pressure is unknown. There was a small crack in the window quick connector (wqc). This connector is functional and does not leak. The cuff and control pump performed within specifications. The balloon was not functionally tested as original pressure is unknown. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced unspecified issues with device. No information about the patient outcome is available at the moment. Should additional information become available, a supplemental report will be submitted. Additional information was received. Explanted device is an artificial urinary sphincter (aus).